Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, which indicates it was within a safe range. Technical support provided guidance on resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.